Event description:
It was reported that a pt underwent a laparoscopic ventral hernia repair procedure and mesh was used. The surgeon initially repaired the defect with suture, then implanted the mesh intra abdominally in (B)(6) 2011. The tension repair gave way and the mesh split down the middle and tore from the sorbafix tacks. The mesh then migrated into the defect. There was no evidence of tissue in growth. The pt underwent another procedure on (B)(6) 2011. Additional info was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.